Event description:
The hosp reported that the rubber cannula seal on the short port of the vasoview hemopro 2 had a crack. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for lots 25095709, 25096134 and 25097113, the last 3 lots shipped to the account prior to the aware date. There were no non-conformance recorded in the lot history. Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).